Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. Blood glucose was 17 mmol/l at time of incident. Troubleshooting was completed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The product will return for the analysis.

Manufacturer narrative:
No unexpected inverse critical block did not add to zero error alarm during testing however, inverse critical block did not add to zero error alarm, line number is found in the formatted history file due to a software error. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery now alarm or battery power loss alarm noted during testing.